Event description:
The customer reported that very intermittently the system would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported issue could not be duplicated. The system was found to be working as intended. The system was put back into service.